Manufacturer narrative:
(B)(4). Section b5: additional information received indicated that the a1/a2 segment of the aca is open and the embotrap did not cause any patient symptoms. No additional information is available. Complaint conclusion: as reported by a healthcare professional, during an endovascular mechanical thrombectomy of an anterior cerebral artery (aca) occlusion, the 5x33 embotrap ii (et007533/unk lot) became stuck to the vessel and could not be retrieved. The physician cut the delivery wire and left the device in the patient. It was further stated that the patient has tortuous anatomy and ¿she didn¿t feel well¿ during the procedure. The current status of the patient is unknown. The device is not available for evaluation. Additional information was provided by the sales representative, it was reported that the withdrawal was performed according to the instructions for use (IFU); however, because of the patient¿s tortuous anatomy, the physician could not use a distal access catheter (too short). It was further stated that ¿there was not enough support to withdraw embotrap and it maybe cause this problem¿. The delivery wire of the embotrap was cut at the groin level and both the delivery wire and embotrap basket were left in the patient. The physician originally planned to shorten the wire via surgery but later decided not to do so. Revascularization was achieved with two embotrap passes at the proximal internal carotid artery (ica), but after the second pass, the clot migrated to the a1/a2 segment of the anterior cerebral artery (aca). The physician decided to use the same embotrap device for the third pass in the new territory (vessel size was 2mm), but when the embotrap reached the aca, the patient started vomiting and cramping and it took ¿some¿ minutes to stabilize the patient. The physician then attempted to retrieve the embotrap, but it was stuck in the vessel. Computed tomography angiography (cta) performed on the following day showed no occlusion or infarct in the area of the embotrap device. There was no evidence of vessel damage due to the event. It was reported that the patient experienced left hemiplegia and aphasia, but it is not clear from the information reported whether these symptoms were present at baseline. However, a1/a2 segment of the aca was open and the embotrap did not cause any patient symptoms. It was reported that the patient needed 24-hour nursing care because of the stroke. The pre-and post-procedure mtici scores are not available. The embotrap did not appear damaged prior to the event and excessive force had not been applied. There was an adequate flush maintained through the devices. Aspiration had been applied using a syringe. There were no other codman/cerenovus products used during the procedure. The vessel had not been previously stented. The microcatheter was positioned distal to the occlusion as instructed in the IFU; however, it was reported that there was a lot of resistance felt during advancement because of the patient¿s tortuous anatomy. In addition, ¿it was difficult to get support¿ because a distal access catheter was not utilized. A torque device was advanced over the detachment shaft and tightened against the microcatheter rotating hemostasis valve (rhv) for optimum control of the device and microcatheter positions. Anonymized films and the dictated operative report are not available for review. The device has not been returned for analysis and therefore no further investigation can be performed at this time. The lot number is not known; therefore, a device history record review cannot be completed. Withdrawal difficulty and distal embolization are known potential procedural complications associated with the embotrap device and are listed in the instructions for use (IFU) as such. The root cause of the event cannot be conclusively determined based on the information available for review and without films; however, it is likely that clinical and procedural factors, including the patient¿s tortuous anatomy and lack of distal access catheter support, may have contributed. The IFU lists excessive vessel tortuosity as a contraindication. The IFU also warns the user to not withdraw the device against significant resistance. The cause of the resistance should be assessed using fluoroscopy and the microcatheter should be advanced over the device to resheath or partially resheath to aid in withdrawal. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: d2: common device name: catheter, thrombus retriever. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). Based on the additional information received, section h6 (patient code) has been updated. Section b5: additional information received indicated that the withdrawal was performed according to the instructions for use (IFU); however, because of the patient¿s tortuous anatomy, the physician could not use a distal access catheter (too short). It was further stated that ¿there was not enough support to withdraw embotrap and it maybe cause this problem¿. The delivery wire of the embotrap was cut at the groin level and both the delivery wire and embotrap basket were left in the patient. The physician originally planned to shorten the wire via surgery but later decided not to do so. Revascularization was achieved with two embotrap passes at the proximal internal carotid artery (ica), but after the second pass, the clot migrated to the a1/a2 segment of the anterior cerebral artery (aca). The physician decided to use the same embotrap device for the third pass in the new territory (vessel size was 2mm), but when the embotrap reached the aca, the patient started vomiting and cramping and it took ¿some¿ minutes to stabilize the patient. The physician then attempted to retrieve the embotrap, but it was stuck in the vessel. Computed tomography angiography (cta) performed on the following day showed no occlusion or infarct in the area of the embotrap device. There was no evidence of vessel damage due to the event. It was reported that the patient experienced left hemiplegia and aphasia, but it is not clear from the information reported whether these symptoms were present at baseline. It was reported that the patient needed 24-hour nursing care because of the stroke. The pre-and post-procedure mtici scores are not available. The embotrap did not appear damaged prior to the event and excessive force had not been applied. There was an adequate flush maintained through the devices. Aspiration had been applied using a syringe. There were no other codman/cerenovus products used during the procedure. The vessel had not been previously stented. The microcatheter was positioned distal to the occlusion as instructed in the IFU; however, it was reported that there was a lot of resistance felt during advancement because of the patient¿s tortuous anatomy. In addition, ¿it was difficult to get support¿ because a distal access catheter was not utilized. A torque device was advanced over the detachment shaft and tightened against the microcatheter rotating hemostasis valve (rhv) for optimum control of the device and microcatheter positions. Anonymized films and the dictated operative report are not available for review. No further information could be obtained. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Date of event: the event occurred in (B)(6) 2019; however, the exact date of the event was not reported. The lot number was not reported. No code available for the surgical intervention. The patient underwent surgical intervention since the inability to retrieve the device resulted in additional intervention. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during an endovascular mechanical thrombectomy of an anterior cerebral artery (aca) occlusion, the 5x33 embotrap ii (et007533/unk lot) became stuck to the vessel and could not be retrieved. The physician cut the delivery wire and left the device in the patient. It was further stated that the patient has tortuous anatomy and ¿she didn¿t feel well¿ during the procedure. The current status of the patient is unknown. No further information was provided at the time of complaint initiation.